Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that there was a lead integrity alert (lia) triggered for possible intermittent t-wave oversensing (twos) and short interval counts (sic) on the right ventricular (rv) lead. The p-waves on the right atrial (ra) lead were also noted to be low. The rv lead and the ra lead remain in use. No patient complications have been reported as a result of this event.